Event description:
It was reported the device experienced early battery depletion due to high outputs as a result of a high capture threshold on the right ventricular (rv) lead. The device was explanted and replaced. The rv lead was inactivated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sesr01 ipg, (B)(6) 2011. (B)(4).